Event description:
The husband of a (B)(6) female pt contacted zoll customer support to report a service code 204. The pt has issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 - belt unusable) has been confirmed. Upon evaluation, the belt failed incoming functional testing. Upon investigation, the rear pulse wires had cold solder joints. The cause for the code 204 and incoming test failure was the cold solder joints. The root cause of the cold solder joints was unable to be positively determined, but was likely an assembly error. No adverse event resulted from the poor solder. The pt received a replacement electrode belt.